Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer: "failed split nut test": unclear on what this means: ran full calibration & p/m: no errors or test fails. Manually tested split nuts for wear (none.). However, found two things: 351.6660 (1x 1/11/17) on error log (if there are multiple occurrences, this is usually attributed to worn split nuts), and a twisted drive tube (bel0w). On visual inspection, split nuts are not worn. Did not replace. Tube drive: separate line item below. Keypad, front case, rear case, and handles are all ok. Tube drive: twisted: left: replaced drive tube, sleeve, & seal. Module latch: worn actuator: replaced. ===maintenance actions: calibration completed. P/m completed. ===tamper seal: intact on arrival. (B)(4).